Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-07-06. The rep reported that the CT scan wasn¿t performed yet. The rep reported that the cause of the pinching/poking between the shoulder blades and up the spine had not been determined. The rep reported that issue was resolved and the patient kept stimulation off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that stimulation was causing more pain in his back. The patient stated the healthcare provider did a CT scan and fluoroscope to check lead placement and the doctor told them the leads seemed to have maintained their position. The patient mentioned the manufacturer representative tried to reprogram but it did not help.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. The rep reported that the patient had pain ¿pinching/poking¿ between the shoulder blades and up side of the spine when the ins was on. The rep reported that the impedances were within normal limits, fluoroscopy showed leads over t8 and looked intact. The rep reported that the patient was sent for a CT scan. The rep reported that the hcp was unsure of what the problem was. The rep reported that possibly had something going on in the thoracic spine that was causing this, although the pain went away when the ins was turned off. The rep reported that the hcp may consider a revision if the CT scan didn¿t indicate a need to go to neurosurgery. No further complications were reported.